Manufacturer narrative:
The company representative examined the system, using the customer set up and handpiece, and could not duplicate the customer reported event. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 similar reports for this system. A root cause has not been identified. (B)(4).

Event description:
A surgical technician reported, a patient received a corneal burn. Additional information was later received reporting the patient is recovering slowly, but doing well. A completed questionnaire was returned and indicated the corneal burn was noted during phacoemulsification. No occlusion bell was heard by the staff. The case was completed and two sutures were used to close the wound. The patient's prognosis was reported as "good".